Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered an alert when a power on reset (por) occurred. The rate histogram and percentage pacing data had been cleared. The parameter values were unchanged. The device remains in use. No patient complications have been reported as a result of this event.